Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient burst into atrial flutter and ventricular rate was increased. The lead was explanted as the patient felt very uncomfortable due to the event. It was mentioned that the cause of atrial flutter was unknown; maybe the patient had paroxysmal atrial flutter before, of which physician was unaware. Patient was implanted with single chamber pacemaker. Patient was feeling very well and was fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.